Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.the customer reported missing low alarms was investigated. After attempting to identify the customer's reported configurations, the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of the operating system and app versions restricts the ability to identify potential causes of the customer's reported issue.the most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse.all complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio.if product is returned, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation.all pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with an unknown phone with an unknown operating system with unspecified version. The low glucose alarms did not sound, and the customer was not alerted of changes in glucose level. As a result, the customer experienced symptoms of dizziness and subsequently fell in the shower, dislocating their ankle. They were unable to self-treat and required a non-healthcare professional (non-hcp) to provide sugar as treatment. After this initial treatment, the customer was taken to the hospital, where an hcp performed imaging tests (MRI). No additional treatment or medication was provided for this issue. There was no report of death or permanent impairment associated with this event.